Event description:
It was reported that the wake button on the pump was not working intermittently. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.